Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the chiller had failed. (Arctic sun 5000) no error code observed. Chiller was replaced. Coin cell was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: f, h. Initial reporter complete facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during wo evaluation, there was a faulty chiller in an arctic sun device.

Event description:
It was reported that the during wo evaluation, there was a faulty chiller in an arctic sun device.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.